Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# v067563, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) and patient via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that troubleshooting assistance was needed for an intra-operative impedance issue. The patient was having the implantable neurostimulator (ins) replaced since it was dead, which is noted to be due to normal depletion. Since it was dead they were unable to check impedances or programming prior to the procedure, but the patient said stimulation was working. After replacing the ins they were getting high impedances on all combinations except c and 1. There was no trouble inserting the lead. Electrode impedance was tested at 1.5v and 360 pulse width. They tested motor response with the brown box and only saw response with electrode 1. They inserted the lead into the ins, received high impedances, removed the lead, wiped it down, and re-inserted the lead. There now appeared to be fluid in the header block and received the same high impedance readings. They had already run impedances at higher amplitude and pulse width with the same results. There was no visible lead damage and the lead was fully inserted. The healthcare professional (hcp) attempted to suction fluid out of the ins but high impedances were still seen. The ins was being tested for motor response with rate at 14 and pulse width of 210 us and cycling at 3 seconds on and 3 seconds off. Bellows and toe flick were not present at nominal amplitude values. The rep used c and 1 and was able to get a motor response at 4.9v. C and 0 was attempted and was not able to elicit a motor response. No other pairs provided a response. No symptoms reported. The rep later reported that the lead was left implanted and the impedances did not resolve. The doctor made the call to leave the lead implanted since it was previously working for the patient. They were going to go back and do a lead revision later if needed. In post-anesthesia care unit (pacu) the patient had sensory response with electrode 1 only.